Event description:
Additional information received identified the patient is not taking consistent readings. The clinic continues to encourage the patient to take readings so they can treat to the mean. The patient is being treated based on cardiac monitoring through pam.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent right heart catheterization to interrogate the hf sensor as the dampened waveforms were observed. It was observed the sensor may have implanted in the vessel smaller than the recommended size. No additional information available at this time.